Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the hospital. The pulse generator exhibited normal characteristics and stable measurements. The patient's medication was adjusted. No additional intervention was reported. The patient would be monitored.